Manufacturer narrative:
Device received by MFR, but investigation is still on-going.

Event description:
A veterinarian was using the device when a piece of the tip broke off. It fell into the animal but was retrieved. No reported pt injury.